Event description:
There was an allegation of questionable elecsys troponin t gen 5 results from the cobas e 801 analytical unit for four patients. Patient one's initial result was 24.0 ng/l, with repeat results on another analyzer of 10.8 ng/l and 8.65 ng/l. The result of 8.65 ng/l was deemed to be correct. Patient two's initial result was 13.2 ng/l, with a repeat result on another analyzer of 9.19 ng/l. The repeat result was deemed to be correct. Patient three's initial result was 15.8 ng/l, with a repeat result on another analyzer of 10.1 ng/l. The repeat result was deemed to be correct. Patient four's initial result was 23.1 ng/l, with a repeat result on another analyzer of 14.2 ng/l. The repeat result was deemed to be correct. The questionable results were repeated because the customer was having ongoing issues and performing a lookback at patient results.

Manufacturer narrative:
The elecsys troponin t gen 5 reagent lot number is 827239, and the expiration date is 30-apr-2026. The customer reported that calibrations and qc were successful prior to the event. The investigation is ongoing.

Manufacturer narrative:
In investigating images provided and it was observed that there was a bubble in one sample provided. There were also samples observed to have white particulate matter. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. A field service engineer (fse) replaced measuring cells and seals, and cleaned fluidic pathways and waste lines. The fse completed all service testing with valid results and verified all of the necessary adjustments. Operational and mechanical checks passed. The investigation determined that the service action resolved the issue.